Event description:
Customer reported on 11/08/2022 one of their female assistants was either giving a flu shot or covid bivalent injection and when trying to close the needle engaging the safety mechanism it came disconnected from the syringe that caused a used needlestick injury. Both the patient and female staff member went for bloodwork as they were exposed to bloodborne pathogens and luckily the tests both came out negative and therefore neither the patient nor staff member needed medication or any further treatment.